Event description:
It was reported that debris was coming out of the blade mount of the micro sagittal saw during testing at the MFR. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Corrosion damage was discovered within internal components of the device.